Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of recently being in the hospital for high blood glucose. Customer indicated that their blood glucose at the time of incident was 181 mg/dl. Customer wanted to report this event only and indicated that her settings were changed recently. Customer's call was transferred.